Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had breakage. The following was reported, "event date: (B)(6) 2019. The nurse noticed that the extension tubing broken off from the catheter hub just after penetration. The catheter was removed and replaced."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7271739. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the device submitted was reviewed and it clearly displayed the reported non-conformity; our engineers also noted that the inserter had portions of the tubing still lodged in the component. This suggests that the device was subjected to a large pulling force. After completing a review of the manufacturing process our quality engineers were unable to identify any variance in the manufacturing process that could have resulted in this event. Unfortunately due to our observations, the root cause for this complaint could not be determined at the conclusion of our review. The reported catheter broke/ separated after placement was confirmed after inspection the sample provided. Based on the results obtained, bd nogales could not confirm or associate this defect to manufacturing process. Team noticed residues of tubing within of the wing/inserter. Engineering team could reproduce the reported defect pulling the pvc tubing until to be broken; however, this activity is incorrect. DHR was reviewed with the intention of finding a failure in the equipment or quality problems during assembly that could be related with the reported failure mode; however, no problems were found. Based on investigation results to date, the root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima IV catheter safety system had breakage. The following was reported, "event date: (B)(6) 2019. The nurse noticed that the extension tubing broken off from the catheter hub just after penetration. The catheter was removed and replaced."